Event description:
It was reported that t:slim x2 pump battery did not charge and pump displayed power source alert 07, but issue occurred before call and had already resolved without causing pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and charging cable, later confirmed pump was working without problems, updated pump software, and no further troubleshooting or assistance was required as case was closed.